Event description:
The hcp reported the pt had been on a higher dose of lioresal, but had experienced some behavior problems. The dose was decreased to a minimum rate. When the pt came in for a refill, the estimated reservoir volume was 12ml and the actual was 37ml. A dye study was done. The hcp was unable to aspirate, stating "they only got a small trickle." The hcp questioned a catheter kink or occlusion and felt the pump was functioning properly. A follow up report will be sent if additional info is received.